Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3550-09, lot# lc4456, implanted: (B)(6) 2004, product type: accessory. Product ID: 3389-40, lot# j0454231v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387s-40, lot# v062549, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that following an implantable neurostimulator replacement the patient still had a short between electrodes 4 and 6. It was later reported that the patient was getting fine therapy at the time. The patient was programmed using electrodes 4 (negative) and 5 (positive). Please refer to manufacturer report # 3004209178-2013-08309 for the short circuit on the previous implantable neurostimulator. Impedance of other combination electrode pairs were as follows: #4 to #6 = 63 ohms; #4 to #5 = 501 ohms; #5 to #7 = 1261 ohms; #5 to #6 = 497 ohms; #6 to #7 = 1027 ohms; case to #5 = 694 ohms; case to #4 = 541 ohms, case to #6 = 541 ohms; case to #7 = 1091 ohms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient seemed to go through her batteries very quickly. The reporter stated that they had identified what looked to be a short between contacts 4 and 6 on the right side; it was at 59 ohms. The reporter noted that the patient was using contacts 4 and 5 and the therapy impedance was at 488 ohms and 8.457 current. The reporter confirmed that the patient's therapy was okay. The reporter mentioned that contacts 5 and 7 showed 1,202 ohms, so he may try using that contact to see if therapy was good and if longevity could be increased. The patient was at 2.65 volts for battery voltage at the time of the report. A longevity calculation was performed using the given parameters and an impedance of 1,210 ohms and came back as approximately 16.5 months for elective replacement indicator (eri) and approximately 20 months for end of service (eos).